Manufacturer narrative:
The device was manufactured september 13, 2017 ¿ september 14, 2017. The device was received for evaluation containing approximately 88ml of drug solution in the bladder. During visual inspection, no evidence of flow at the distal luer when the luer cap was removed. The reported condition was verified. Subsequent examination reveals the direct cause of the flow problem was due to white crystallized drug blocking the fluid path inside the tubing line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a small volume folfusor. The patient had been connected for therapy for two day when the nurse observed that the folfusor had not delivered any of the medication to the patient. The folfusor was filled with 5g of fluorouracil diluted with sodium chloride 0,9%. There was no patient injury or medical intervention associated with this event. No additional information is available.